Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited chronically high shock impedance measurements. Recently, high out of range measurements were detected. The shock impedance alert was increased and the system will continue to be monitored. No adverse patient effects were reported.